Event description:
It was reported that the customer was unable to charge the pump using the wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. The customer declined follow up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.